Event description:
Caller reported that pump became hot to touch. There was no reported adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.